Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a preloaded monofocal intraocular lens (iol) was squeezed off. The lens did not enter the eye, there was no patient contact with the device. The issue was identified during handling/prior to insertion into the patient's eye. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 16-jan-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the device was received with the plunger rod partially advanced. A lens was stuck in the cartridge tube and the trailing haptic was not folded. Viscoelastic residue was distributed through the length of the cartridge. The cartridge tip was damaged in a way consistent with damage that may have occurred during shipping. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected revealing no advancement issues; the plunger rod tip was damaged. The lens was removed from the cartridge and presented with lines from being folded. The complaint issue "haptic detached" was not identified during product evaluation. The other observed issues during product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.